Event description:
As reported to coloplast, though not verified it was reported that the patient is experiencing pelvic pain, urinary incontinence, rectocele, apical prolapse, cystocele. On (B)(6) 2018 laparoscopic lysis of adhesions due to extensive adhesions from previously placed restorelle y mesh, laparoscopic perivaginal repair, laparoscopic burch, sacrospinous ligament fixation, anterior and posterior repair with perineoplasty intraoperative findings: dense and extensive adhesions in the abdomen and pelvis, primarily in the pelvis involving the right ovary as well as the left pelvic sidewall and sigmoid colon. Midline mesh not placed retroperitoneal with significant adhesions surrounding and involving bowel mesentery, small bowel, and the previously aforementioned right ovary.